Event description:
On (B)(6) 2012, reoperation was performed because rod was broken. Primary operation was performed on (B)(6) 2009, but it was unknown when the broken was happened. It was found out by x-ray that it was by chance when patient visited the clinic. Surgeon thinks that a cause is that a forward support function disappeared by meta.

Manufacturer narrative:
Additional information has been requested, and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.